Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013123250); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a misload was identified during loading. The misloaded valve and delivery catheter system (dcs) were then inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed but was subsequently recaptured due to the valve being positioned too shallow in relation to the aortic annulus. The valve was then partially deployed for a second time at a target implant depth of 0-1 millimeters (mm) from the aortic annulus. It was noted during deployment that an infold had occurred. Subsequently, the valve was recaptured and removed from the patient's body. A new valve was then prepared and successfully implanted. Per the physician, the patient's calcified anatomy contributed to the valve infold. No patient complications were reported as a result of this event.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a misload was identified during loading. The misloaded valve and delivery catheter system (dcs) were then inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed but was subsequently recaptured due to the valve being positioned too shallow in relation to the aortic annulus. The valve was then partially deployed for a second time at a target implant depth of 0-1 millimeters (mm) from the aortic annulus. It was noted during deployment that an infold had occurred. Subsequently, the valve was recaptured and removed from the patient's body. A new valve was then prepared and successfully implanted. Per the physician, the patient's calcified anatomy contributed to the valve infold. No patient complications were reported as a result of this event. Additional information was received to clarify that there was never a misload with the first valve as the valve was loaded properly. The infold was first identified when the valve was partially recaptured due to the shallow implant depth. Subsequently, the valve was deployed to 80% and the infold occurred again.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.